Manufacturer narrative:
The customer¿s report of the set leaking at the pump segment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.0587 inches long. Visual examination under magnification showed no crush marks to the upper fitment. Functional and pressure testing resulted in a leak from the silicone tubing near the upper fitment. The root cause of the leak at the pump segment was a tear in the silicone segment.

Event description:
The customer reported that a leak was observed coming from the pump 24 hours after the start of the infusion. The tubing was removed from the pump and a fluid leak was noted at the silastic portion of the tubing. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: 25ml baxter bag din 00060208 sodium chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a leak was observed coming from the pump 24 hours after the start of the infusion. The tubing was removed from the pump and a fluid leak was noted at the silastic portion of the tubing. No patient harm was reported.